Event description:
It was reported that the patient complained of dizziness since their device replacement procedure. It was further reported that there was possible oversensing in the right ventricular lead and capture could not be verified. The lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5534 implantable pacing lead, (B)(6) 1998. (B)(4).